Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the cataract extraction phase of a combined cataract/retinal procedure on the patient's right eye the system power went out. A system message was displayed (power failure error). The operating room staff verified that all sockets were well inserted and that the electrical panel to which the system was connected was supplying energy correctly. The back up system was brought in and connected. When turned on the system froze on a white screen. The staff attempted to test and restart the system but still it got stuck on the white screen. The surgeon was unable to proceed with the surgery. The patient was hospitalized while waiting for the surgery to be completed. The posterior part of the procedure to repair the detachment could not be completed. Additional information has been requested and received indicating that the posterior portion of the procedure was completed on the following day to repair the retinal detachment. It was reported currently the patient is doing well. This report will represent the second system issue.